Event description:
Caller reported an issue with cgm error 42 during their sensor session. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support and was guided through a pump reset. Following the reset, the cgm error did not reappear, and the customer successfully started a new sensor session.